Event description:
During a total knee replacement one of the outer teeth broke off the blade during use. It was reported that the surgeon irrigated the knee joint with saline and was confident that the tooth was retrieved from the patient's joint space. No injury or delay was reported.